Manufacturer narrative:
An event of ipg replacement was reported to abbott. It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time. The ipg was explanted and replaced due to ipg becoming inoperable. Patient failed to charge the device. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention occurred where the ipg was explanted and replaced.